Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Wiggle test was performed and passed. No data log was available to review. A manual test was performed and speaker sounded. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent audio issues on the receiver and an adverse event. Date of issue is an approximation. The patient's son reported that the patient lives in an assisted living residence and on (B)(6) 2017 at around 5:00pm, the patient did not show up for dinner. The patient's friend alerted the staff and the staff found the patient unresponsive in her apartment and called emergency medical technician's (emts). The emt took a finger stick reading from the patient and the blood glucose value was 36 mg/dl. The emts attempted to administer glucagel to the patient but the patient was still unresponsive. The emts then started an intravenous (IV) drip with d5w and transported the patient to the hospital via ambulance. The patient was admitted to the hospital and had their blood sugar checked every 2 hours. The patient was also given food at the hospital and was released on (B)(6) 2017. It was indicated that the patient felt the event occurred because they did not hear an audio alert from the receiver. At the time of contact, the patient was at home doing okay. No additional patient or event information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.